Event description:
"The distal tip of the cannula broke/shattered into multiple pieces which ultimately fell into the pt. The pieces were removed with graspers (laparoscopically). Note: the product had been removed from the shelf following the recall. This ended up being used either through a distributor shipment or overlooked product left in a mobile cart. Cases was delayed while plastic pieces were removed."

Manufacturer narrative:
Upon receipt and eval of the incident device, a final report will be issued.